Event description:
It was reported that the user employed meal announcements as correction doses, resulting in a roller-coaster glucose pattern with three hyperglycemic episodes and two hypoglycemic episodes, with a highest glucose of 262 mg/dl and a lowest of 53 mg/dl. Symptoms included hyperglycemia, hypoglycemia, tiredness, and thirst. Outcomes included transient glycemic excursions without hospitalization or need for additional assistance. Investigation included review of user-reported logs and updates to symptoms, outcomes, and blood glucose questionnaire. Investigation of this case revealed user-driven dosing behavior related to using meal announcements for correction, with no malfunction of the ilet system identified, and appropriate alarm activity noted. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement corrections.